Event description:
Medtronic received a report that the patient was being treated for pipeline placement procedure for the right ic-oph. Phenom27 was advanced to m1, and the pipeline was delivered and deployed, but about 1 millimeter from the tip did not open at all. Despite repeated attempts with unsheathing and wire pushing, the same part did not deploy, so an attempt was made to retrieve it. However, due to strong resistance, full release was not possible, and it was retrieved as is. Upon closer inspection after retrieval, the tip of the pipeline appeared frayed. There were no symptoms reported. The pipeline was used for an indication that is approved. The device was prepared as indicated in the package insert. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed "3 or more times." The pipeline was resheathed and retrieved from the patient's body with the microcatheter. Dapt (dual antiplatelet treatment) was administered. There was no change in postoperative findings related to blood flow contrast. Aneurysm was amorphous, unruptured with a max diameter of 7mm and a neck diameter of 4mm. Blood vessel was 3.8mm diameter in the distal side and 4.8mm in the proximal side. Degree of the vessel tortuosity was moderate. Ancillary devices included a navien 5f guide catheter, as well as non-medtronic guide catheter, and guidewire.

Manufacturer narrative:
Continuation of d10: product ID (lot: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis. The pushwire was returned extending out from catheter hub. In addition, the pipeline flex shield distal braid, sleeves and tip coil were deployed from catheter distal tip. No bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex shield braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damage was found. No other anomalies were observed. The pipeline flex shield device was pushed out from catheter lumen without any issue. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issue. Based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at distal and resistance during delivery as the pipeline flex braid ends were found to be fully opened and damaged. No defect was found with pushwire that contributed to the reported issue. In addition, based on the analysis finding, the phenom 27 catheter could not be confirmed to have resistance as no defect was found with phenom 27 catheter. No resistance was observed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the aneursym locations was classified as c6 in the bothillier classification and c2 or c3 in the fisher classification. There were no abnormalitiessuch as resistance during pipeline delivery. The pipeline was collected because it did not open even when it was pushed and pulled. It was a stent placement surgery, so it was not something that can be corresponded after passing the date, and the device used is also very normal. There was nothing more that could be done. Resitance occured in the tip of the pipeline. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). Visually, there did not appear to be any particular problem with the pipeline pushwire or catheter. A navien 5f was used. It was not possible to insert other devices.